Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, post procedure, the first pre-placed suture broke as it was pulled too hard. Per the instructions for use suture breakage: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pulmonal venous isolation (pvi) intervention procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a sheath size greater than 8.5f and the pvi procedure was completed. Reportedly when attempting to close with the prostyle sutures, a suture break occurred with both prostyle devices as the sutures were pulled too hard. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier- excessive force the additional prostyle device referenced in b5 is filed under a separate medwatch report number.